Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 4.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, on the second inflation at 15 atmospheres for 1 minute, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vessel. A 4.0-4/4t/40 symmetry balloon catheter was advanced for dilatation. However, on the second inflation at 15 atmospheres for 1 minute, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).